Event description:
It was reported that during a during a sleeve gastrectomy, after taking the greater curvature the surgeon used the device, however, on the second fire the surgeon fired a gold reload, after completing the firing, he saw the bougie. The surgeon completed the procedure by using blue reloads (continued with the original device). After completing the dividing of the stomach, the surgeon used a standard "vlock " and "pds" sutures and hemostats, and performed a methylene blue test with good results. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with seven cartridge reloads present. Cartridge (b) ecr60d, l5164r was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Cartridge (c) ecr60g, l53g35 was received fully fired and in good visual conditions. Cartridge (d, e, f, g, h) ecr60b, l53v0c were received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes ,except for the second fire did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No was any bleeding noted? Not something unusual. If yes, how was the bleeding controlled? Yes. If yes, how much blood was lost (ml)? Between 20- 50 ml if yes, did the patient require a transfusion? No. Were any of the forces higher or lower than expected (closing or opening)? No. The analysis found that one ple60a device was returned in good visual condition and with seven cartridge reloads present. Cartridge (b) ecr60d, l5164r was received fully fired and in good visual conditions. Cartridge (c) ecr60g, l53g35 was received fully fired and in good visual conditions. Cartridge (d, e, f, g, h) ecr60b, l53v0c were received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.